Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: no further additional information can be obtained as hospital details are incorrect.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced a vaginal extrusion and underwent excision. No additional information is available.